Event description:
Error 41.

Event description:
Device history record were reviewed, no event linked to the reported issues was observed. Device log was reviewed and several error 41 were found which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. No test could be carried out as the error 41 was triggered as soon as the device was switched on. The reported event is therefore confirmed. Due to the issue and as per technical service manual instructions, recommended repair actions were to replace the upstream pressure sensor which was sent to brézins for further investigation. Several tests were carried out but no issue was found regarding the functionality of the pressure sensor. However the error 41 was found several times in the log history and similar complaints have been reported lately for the same issue which could be due to a random issue. This event is therefore linked to a known issue with likely defective pressure sensors. To our knowledge no patient consequences have been reported. This complaint is valid. Action was initiated for this issue as per our local procedures (CAPA opened in july 2020 to address the root cause of the defective pressure sensors). The trend is abnormal and reported risk is lower than estimated risk.